Event description:
This is an amendment to a previously filed MDR. On march 4, 2025, it was confirmed that the device had been scrapped by the hospital after explant. Therefore, a full product evaluation of the device will not be possible. There remains no evidence to suggest the os ipg implanted three years prior caused or contributed to the patient's infection that developed around their crt-d device.

Event description:
On (B)(6) 2024, a patient implanted with an optimizer smart (os) implantable pulse generator (ipg) had their device explanted due to a "localized infection". The explant had occurred in a hospital while the patient was in another state approximately 1,500 miles from their home. The hospital reported that the patient's concomitant crt-d was infected: "the defibrillator is infected, leading to endocarditis from the device." The hospital reported the patient had a streptococcal infection that resulted in "cardiac vegetation." Both of the patient's cardiac implants, the crt-d and os ipg, were explanted, and the patient was put on a 6-week course of antibiotics after the procedure. The patient is expected to receive replacement devices after they complete their course of antibiotics. However, a replacement procedure for either device has not yet been scheduled. The disposition of the explanted os ipg is currently unknown but there is no evidence at this time to suggest the os ipg caused or contributed to the infection. A review of the ohr and sterilization documentation for this device was conducted, and no anomalies were found. The explanted device and additional details are currently being sought from the hospital where the explant was performed.